Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the lower lcd (liquid crystal display) is missing segments and is also missing all side bails and rings. Analysis also found the side bail covers and ring cover are missing. Battery contacts are compressed. (B)(4).

Event description:
It was also the lower display is missing segments. It was also reported the external pulse generator (epg) is missing all bails and rings. The device was returned for repair. No patient complications were reported as a result of this event.